Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's case manager tiffany reported via phone call of customer's hospitalization for high blood glucose levels. The case manager would like assistance with setting up appoint for customer to receive training with pump. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 747mg/dl. The customer was treated with the pump and IV drip. The cause of the emergency room visit per their health care provider was diabetic ketoacidosis. No further information was provided at this time.